Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: the report of damage to the external portion of the patient¿s pump cable was confirmed through the image provided by the account. A specific cause for this finding could not be conclusively determined through this evaluation; however no functional issues were reported. The account submitted a photo that revealed a tear in the outer jacket near the distal end of the patient¿s pump cable. The wires were visible through the clear plastic layer, but the clear plastic layer did not appear to be breached. The ventricular assist device (vad) coordinator applied rescue tape to the affected area and the plan was to monitor the patient¿s pump function and parameters. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. Incidental findings were found. A review of the submitted photo revealed brown discoloration of the pump cable in-line connector bend relief. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported a tear in the outer layer of the heartmate 3 pump cable. It looked as though the wires were exposed in the image. There were no alarms reported. Rescue tape was applied to the affected area and the team would closely monitor the patient's pump function and parameters. The damaged area is above the modular cable so would require a driveline repair.